Event description:
Report rec'd of the pt death while device was in use. Upon query, the risk mgr states that the pump was most likely not involved. The pt was receiving demerol (no prescription info available) for abdominal pain mgmt. The risk mgr reports that on the day the pt exprired, the pt was complaining of increased pain (no other detail or interventions available). The pt ultimately coded(no other details available). The code was unsuccessful and the pt expired. No other info is available.